Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient experienced dizziness and reported feeling ¿lousy.¿ at that time, the cgm displayed a glucose value of 40 mg/dl; however, no bg meter reading was obtained. Despite the absence of a comparison measurement, the patient alleged an inaccuracy. Later the same day, the patient presented to the emergency room (ER) for evaluation; it was not specified who facilitated transport. The patient was treated with an unspecified intravenous (IV) infusion and remained hospitalized for approximately five days. The patient declined to provide additional event details, stating that he had discontinued use of the dexcom device and was currently using a libre 3 system. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.